Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported the patient underwent mesh implantation to treat pelvic organ prolapse concurrently with a total vaginal hysterectomy, perineoplasty and enterocele repair.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat uterovaginal prolapse, a grade 2 cystocele, a grade 2 rectocele, and apical prolapse past the ischial spine. The patient underwent the concurrent procedures of suspension, cystoscopy and perineoplasty during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported that the patient underwent partial mesh excision and revision on (B)(6) 2007 due to exposed mesh and painful intercourse. No additional information was provided. (B)(6). (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, (per complaint) [(B)(6) 2007, per operative report] and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a total vaginal hysterectomy, perineoplasty, and enterocele repair.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary frequency, (B)(4)- urgency, (B)(4)- nocturia, recurrence, post-void dribbling, vaginal dryness additional narrative: it was reported that following insertion the patient experienced urinary frequency, nocturia, recurrence, urgency, post-void dribbling, and vaginal dryness.